Event description:
Pt had the original parotidectomy on (B)(6) 2023. She went to follow-up appointment at the office on (B)(6) where dr. Was planning on pulling her drain that was located in her neck and sutured behind her ear. Upon cutting the suture and pulling the drain out, only half of the drain was removed. The white performated portion of the 7 fr jp drain stayed inside the patient. The patient stated that while at home after discharge, the jp bulb would not hold a suction, which is evidence there was a problem with the drain. Pt returned on (B)(6) for removal of retained drain in operating room. Drain was removed and sent to pathology.